Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope switch 1 was broken and malfunction due to switch 1 being broken. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with foreign matter. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of broken switch button 1 was confirmed, due to damage switch button 1 did not work. The allegation of malfunction due to switch 1 being broken was confirmed, due to switch button 1 being deformed. In addition to the finds reported in event, adhesive on bending section cover had a chip. Adhesive on bending section cover had a crack. Adhesive on bending section cover had white-clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Switch button had a scratch. Plastic distal end cover had a burn. Electrical connector had discoloration due to water leakage. Protector of universal cord on scope connector side had a scratch objective lens had a scratch. Connecting tube had a scratch. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the foreign matter stuck in the air/water nozzle could not be sufficiently removed and clogged. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.5 inspection of related equipment and connection of the endoscope". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] ¿when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.